Event description:
During attempted implant, decreased sensing and increased capture threshold were observed on the right atrial (ra) lead after connection in the device header. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were failure to sense, unacceptable capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was retracted and clogged with blood and tissue and the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood and tissue. The reported events of failure to sense and unacceptable capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.